Event description:
It was reported that prior to starting a da vinci si surgical procedure the mega suturecut needle driver instrument cable was noted to be frayed. The instrument was replaced with a back up instrument and the planned procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip close cable was broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. No major wear found on the proximal clevis cable hole. Engineering also observed that the one grip open cable was derailed from the distal idler pulley. The cable was derailed on the same side as the broken cable. The evidence was inconclusive, but the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.